Event description:
Rptr has augmentation approx 20 years ago. No history of breast cancer. Recent mammogram showed a distortion of left breast. There was noted to be no extrusion of silicone material at this time. Pt has noted pain in breasts over the last year and has chronic problems with fatigue and back problems. Implants are above the muscle bilateral and she has bilateral breast ptosis.